Event description:
In 2008, it was reported to boston scientific corporation that a spybite biopsy forceps device was used in a biopsy procedure. According to the complainant, "the biopsy jaws broke." It was reported that after the biopsy sample was obtained, and after the forceps device was removed from the patient, the complainant noticed that "a piece of the jaw was missing." Reportedly, the customer did not know where the jaw broke (inside or outside the patient). A second spybite forceps device was used to complete the biopsy procedure. The patient's condition was reported as "ok" at the conclusion of the event.

Manufacturer narrative:
Although the device has been received for evaluation, the analysis has not been completed. The cause of the reported malfunction is undetermined.